Event description:
The dealer states that the device is producing a low purity alarm.update: the dealer called today to let us know that the actual problem is the unit is not turning on, not low purity.